Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: during investigation, the keypad rubber was undamaged and all the buttons responded properly to user presses. The keypad was removed and there was no contamination or damage found to the key¿s contacts. The pump¿s cover was removed and there was no intermittent condition was found to the keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were all under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.